Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient also underwent repair of recurrent incisional hernia with small ventralex patch on (B)(6) 2012 due to recurrent incisional hernia. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 10/06/2015. (B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent a surgical procedure where an unknown mesh was implanted on (B)(6) 2003 due to pelvic organ prolapse. No additional information was provided.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.